Event description:
This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a male patient of unknown age and origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B) (6) 2008, the humapen ergo burgundy/clear pen body (lot 0405a01) with a clear cartridge holder attached was reported to be not clicking into place and it was moving during the injection, the join line was also coming apart (glue bond seal) and the engagement tabs were rounded (e.g. Worn) but not broken. This humapen ergo, burgundy/clear pen body with a clear cartridge holder attached is associated with 673832. The operator of the device was unknown and it was unknown if the operator of the device was trained. It was unknown how long the patient had used this device model. The device was returned to the company on 24-sep-2008. Initial examination found two broken engagement tabs. It was unknown if this humapen ergo burgundy/clear pen body with an clear cartridge holder attached was continued. Refer to results/conclusions section. Update 20-oct-2008; additional information received 10-oct-2008; added lss summary to qc info tab; updated final fields, further investigation field and deleted expected follow up date on EU/ca device button; improper use and storage changed from no to yes.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. Note: this report includes final evaluation findings. No additional information is expected. Evaluation summary: the user returned the actual complaint device to manufacturer for investigation (lot 0405a01, manufactured april 2004). The investigation found the following malfunctions: complete front to rear housing separation with an adequate bond; injection screw broken without 300-unit stop damage and foot detached from injection screw. These malfunctions render the device unusable. In addition, both clear cartridge holder engagement tabs were broken. This malfunction may result in an underdose. Correction action, broken clear cartridge holder engagement tabs: the core user manual states "do not damage or remove the cartridge holder tabs. Do not use the pen if the cartridge holder tabs are broken. Do not use the pen if any part of your pen appears broken or damaged. Contact (B) (4) at xxx-xxx-xxxx or your healthcare professional." Improper use and storage: there is evidence of improper use. Observed on both engagement tabs and mounting bayonet area are tool marks. The damage is consistent with damage by a tool such as a mill file.